Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using luynjev for insulin therapy. Subsequently, customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The customer declined troubleshooting or to provide additional information.